Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5a, a6, g1.

Event description:
Healthcare professional reported left side "exchange due to patient¿s concerns with the product." Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a broken plug strap, a curved opening, a fold creases, and brown particles in shell. A leak test and microscopic analysis was performed which identified a curved striated opening on the anterior side assessed as surgical damage, broken plug strap with sharp edge assessed as unidentified(tear) opening, wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage consist in the use of some surgical tool. A sharp opening assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was "exchange due to patient¿s concerns with the product" and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side "exchange due to patient¿s concerns with the product." Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted.